Event description:
A lawsuit alleges that due to the "defective ICD leads", the patient "suffered injuries, including, but not limited to, requiring re-implantation of his leads in 2008, his untimely death, and suffered physical and mental pain." There is no allegation by a health care professional that the death was device related.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted.